Event description:
It was reported the patient felt like something had broken in their right cheek or face area. The patient¿s face used to feel numb all of the time, but it was no longer numb. The patient also felt like ¿something was also draining.¿ the night prior to this report the patient could not sleep and nothing helped to manage their pain. The patient stated that something was going on all of the time something had changed. The patient had been having increased trouble in the side of their face. The healthcare professional (hcp) did not have a patient programmer or clinician programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3587a, lot# l95909, implanted: (B)(6) 2001, product type: lead. Product ID: 3587a, lot# l97942, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's device was not currently being used and had not been used in a long time. The patient's current issues were not related to their device or therapy. There were no plans for the patient to have the device or therapy evaluated since they were in hospice and home bound.